Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to be closed. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted the twist clamp will not fully align with the notch of the main body. The reported condition was verified. The cause of the condition was manufacturing related during the milling process. Should additional relevant information become available, a supplemental report will be submitted.